Event description:
It was reported that this cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed the reported clinical observations. Due to this anomaly, device replacement was recommended. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed the reported clinical observations. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.